Manufacturer narrative:
It was reported that a ge healthcare (gehc) invasive blood pressure (ibp) adaptor cable provided falsely low readings (approximately 10mmhg too low) for which the patient was incorrectly medicated. Multiple attempts were made to clarify the reported issue, medication administered and the patient's current condition however, the customer did not provide any further details. The affected cable along with three other allegedly failed cables were returned to gehc engineering for analysis. The customer did not specify which of the four returned cables was involved in the patient incident. No log files from the carescape one acquisition module were available to confirm the reported issue. The cables were returned to the supplier for further analysis where it was confirmed that one of the four cables had failed the continuity test (which would result in an overall loss of function, not an inaccurate reading). During testing of the other three cables, gehc engineering was unable to reproduce the customer's reported issue. In addition, gehc did not identify any adverse trend when reviewing complaint data. Based on the information provided by the customer, testing by gehc engineering and the supplier, and historical data analysis, a root cause could not be determined. In follow-up communication, the customer stated they have not had any further instances of the reported issue.

Manufacturer narrative:
Patient information is not available due to country specific patient privacy restrictions. Incident date has not been provided. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Ge healthcare's investigation of the described issue is ongoing at this time. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the cable was measuring invasive blood pressure values too low; as a result incorrect medication was administered to a patient.